Event description:
A (B) (6) female patient, (B) (6), was operated on for bilateral breast reconstruction following a double mastectomy. The date of the surgery and implant of the surgimend implants, two breast implants manufactured by allergan were implanted. Drains were in place from (B) (6) 2008 to (B) (6) 2008. The patient also received oral keflex from (B) (6) 2008 to (B) (6)2008. Subsequently, the patient received chemotherapy (cytoxan and adriamycin) on (B) (6)2009 and (B) (6)2009. In (B) (6), the patient was given the antibiotic (augmentin) for suspected breast implant infection following fever, increased white blood cell count and erythremia in her breasts. The left breast seemed to respond to the antibiotic, however, the right breast did not. On (B) (6)2009, the patient admitted to the hospital and subsequently underwent surgery on (B) (6)2009, for removal of both the breast implants and the two surgimend implants. Currently, the patient is doing fine.

Manufacturer narrative:
Two (2) product devices were used during the initial surgery. The part number of the devices was 606-001-007. The product lot number was 0810027 with an expiration date of november 2011. The explanted product devices were examined by the hospital. Their report indicated that the explanted tissue was consistent with the graft material with acute local inflammation and no evidence of vascularization. The product was not returned to the manufacture for evaluation. The manufacturing record for the product lot was reviewed and everything was in order. With no explanted product to evaluate via histomorphology, it is not possible to determine what occurred. Photographs of the explants showed the products to remain largely intact.